Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis the cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection fortum (1g, frequency, route, and duration not reported) and reflin (1g, intraperitoneal, duration and frequency not reported) for peritonitis. The patient's recovery status was unknown. The action taken with dianeal therapy was not reported. No additional information is available.